Event description:
It was reported that pump screen was broken, and touchscreen was unresponsive and unreadable. There was no reported impact to the customer¿s blood glucose level. A replacement pump was sent.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.